Event description:
It was discovered during the device evaluation, the olympus lucera gastrointestinal videoscope had foreign material present on the k-wire. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, there was foreign material present on the k-wire. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted as a correction. Corrected field, b3. Should additional information be received that alters this event, a supplemental report will be provided.